Manufacturer narrative:
Complaint conclusion: as reported, the balloon of a 4x40mm saber pta catheter ruptured at three atmospheres (3 atm). Another balloon catheter was used to complete the procedure. There was no reported patient injury. The device will not be returned for analysis. The patient¿s information was unknown. The target lesion was the subclavian vein. The patient¿s vessel level of tortuousness and calcification were unknown. The rate of stenosis was unknown. This was a pta case for the subclavian vein. There was no difficulty removing the product from the hoop or removing the balloon cover/stylet. There were no kinks or damages noted to the device prior to use. The device was prepped normally with no anomalies noted during prep. The contrast media, contrast ratio, and brand indeflation device were unknown. It is unknown if there was difficulty advancing the guidewire to the target lesion. The 4x40mm saber pta was inserted into the patient. It is unknown if there was resistance/friction as the device was inserted into the patient; or if there was difficulty experienced as the device was advanced to and across the lesion. The balloon was inflated at the lesion; however, it ruptured at 3 atm. It was unknown if the catheter was ever in an acute bend or kink during use. It is unknown if the balloon initially inflated normally before rupture. It is unknown if the balloon catheter was removed easily from the patient; however, it was removed intact (in one piece). The device was replaced with other unknown balloon catheter and this balloon successfully inflated. The procedure finished successfully. There was no reported patient injury. The product was clinically used.   The device was not returned for analysis. A device history record (DHR) review of the manufacturing documentation associated with lot 17389789 revealed no anomalies during the manufacturing and inspection processes.   The reported ¿balloon burst-at/below rbp (peripheral)¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics are unknown. As stated in the instructions for use (IFU), ¿the rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken.

Event description:
As reported, the balloon of a 4x40mm saber pta catheter ruptured at three atmospheres (3 atm). Another balloon catheter was used to complete the procedure. There was no reported patient injury. The device will not be returned for analysis. The patient¿s information was unknown. The target lesion was the subclavian vein. The patient¿s vessel level of tortuousness and calcification were unknown. The rate of stenosis was unknown. This was a pta case for the subclavian vein. There was no difficulty removing the product from the hoop or removing the balloon cover/stylet. There were no kinks or damages noted to the device prior to use. The device was prepped normally with no anomalies noted during prep. The contrast media, contrast ratio, and brand indeflation device were unknown. It is unknown if there was difficulty advancing the guidewire to the target lesion. The 4x40mm saber pta was inserted into the patient. It is unknown if there was resistance/friction as the device was inserted into the patient; or if there was difficulty experienced as the device was advanced to and across the lesion. The balloon was inflated at the lesion; however, it ruptured at 3 atm. It was unknown if the catheter was ever in an acute bend or kink during use. It is unknown if the balloon initially inflated normally before rupture. It is unknown if the balloon catheter was removed easily from the patient; however, it was removed intact (in one piece). The device was replaced with other unknown balloon catheter and this balloon successfully inflated. The procedure finished successfully. There was no reported patient injury. The product was clinically used.